Manufacturer narrative:
Continue section e1 (phone #) (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported left side rupture. The device remains implanted.

Event description:
Healthcare provider later reported no issue with the left side. The device has been explanted and replaced with another manufacturers device. This record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6